Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital for a routine follow-up. It was noted that a loop recorder battery gauge showed 10% remaining capacity. Upon interrogation, premature elective replacement indicator was triggered on (B)(6) 2017; however, voltage recovered pre-implant and remained above 3v post-implant. Everything else was normal.